Manufacturer narrative:
Physio control further review the downloaded electronic device records and observed that the device only rarely detected a patient connection. The charge button presses by the user occurred when the device did not detect a patient connection, therefore it did not allow the users to charge defibrillation energy. The cause of the device not detecting a patient connection could not be determined.

Event description:
The customer contacted physio control to report that their device failed to charge during resuscitation. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control service representative evaluated the of the customer's device and was unable to verify the reported issue. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The electronic patient record of the event was downloaded for further review. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device failed to charge during resuscitation. There were no reports of adverse effects to the patient as a result of the reported issue.